Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97712, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer reported an infection at the implantable neurostimulator (ins) site and the leads site. The infection was confirmed, it was a staph infection. The patient reported sudden pain at the incision sites. The device was removed on (B)(6) 2015. The patient received IV antibiotics and oral antibiotics for six weeks. A new device and leads were placed on (B)(6) 2015. The patient reported the infection has resolved and reported no further issues. Medical history includes spinal pain. If additional information is received, a supplemental report will be submitted.